Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a right atrial (ra) lead recorded over sensed noisy signals on both ra and rv lead channels. Also, pacing impedance values on rv lead have been unstable from low within range to high, within range values. Various possible origin causes were discussed, and a chest x ray was recommended. According to the field representative, the patient was sent to emergency department for further ra/rv lead management due to possible lead fracture. Patient was discharged on life vest with outpatient venogram. A lead extraction and reimplant were to be scheduled in the future. At this point, the rv and ra have been explanted and the rv lead returned for analysis. The implantable cardioverter defibrillator was replaced due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured ~135 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a right atrial (ra) lead recorded over sensed noisy signals on both ra and rv lead channels. Also, pacing impedance values on rv lead have been unstable from low within range to high, within range values. Various possible origin causes were discussed, and a chest x ray was recommended. According to the field representative, the patient was sent to emergency department for further ra/rv lead management due to possible lead fracture. Patient was discharged on life vest with outpatient venogram. A lead extraction and reimplant were to be scheduled in the future. At this point, the rv and ra have been explanted and the rv lead returned for analysis. The implantable cardioverter defibrillator was replaced due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a right atrial (ra) lead recorded over sensed noisy signals on both ra and rv lead channels. Also, pacing impedance values on rv lead have been unstable from low within range to high, within range values. Various possible origin causes were discussed, and a chest x ray was recommended. According to the field representative, the patient was sent to emergency department for further ra/rv lead management due to possible lead fracture. Patient was discharged on life vest with outpatient venogram. A lead extraction and reimplant is to be scheduled in the future. The rv and ra remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a right atrial (ra) lead recorded over sensed noisy signals on both ra and rv lead channels. Also, pacing impedance values on rv lead have been unstable from low within range to high, within range values. Various possible origin causes were discussed, and a chest x ray was recommended. The rv and ra remain in service. No adverse patient effects were reported.